Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported during on site visit by manufacturer representative, customer mentioned an event that occurred at a sister hospital. It was reported "some time ago" there was a programming error of IV tylenol. It was alleged there was clinician uncertainty around understanding the ordered dose versus the vial size. As a result, customer "tightened" their guardrails library. There was patient involvement, but no patient harm.

Event description:
It was reported, during an on-site visit by a manufacturer representative, the customer mentioned an event that occurred at a sister hospital. It was reported "some time ago" there was a programming error of IV tylenol. It was alleged there was clinician uncertainty around understanding the ordered dose versus the vial size. As a result, customer "tightened" their guardrails library. There was patient involvement, but no patient harm.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. Root cause: the root cause for the reported issue that device had a user IV tylenol- programming error.